Manufacturer narrative:
At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to off-electrocautery during a valve replacement procedure. During the procedure the patient's heart rate decreased to 72 ppm. It was discovered that the device reverted to safety core, however it is not known exactly when the device reverted to safety core. The surgery was on the patient's right side and the device was implanted in the upper left quadrant. There had not been any unusual amount of energy used on the patient outside of standard electrocautery. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.